Event description:
A malfunction alarm was reported without any notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. The customer had not updated the pump to the recommended version, which led to repeated malfunctions. Technical support assisted in resetting the pump, provided information on preventing future occurrences, and advised the customer to update the pump software. The issue did not recur after the reset, and the customer was instructed to contact support if the malfunction reappeared.